Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain and tenderness at the ipg pocket site. It was noted that the patient had thrombotic thrombocytopenic purpura (ttp) and the ipg incision site had a mid superficial dehiscence with a well-healing scar. Ipg malfunction was also reported. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing pain and tenderness at the ipg pocket site. It was noted that the patient had thrombotic thrombocytopenic purpura (ttp) and the ipg incision site had a mid superficial dehiscence with a well-healing scar. Ipg malfunction was also reported. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there was no ipg malfunction. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain and tenderness at the ipg pocket site. It was noted that the patient had thrombotic thrombocytopenic purpura (ttp) and the ipg incision site had a mid superficial dehiscence with a well-healing scar. Ipg malfunction was also reported. The patient will undergo a revision procedure.